Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it has been reported that propex pixi eur gave incorrect measurement. Additional information has been requested. Injury is unknown as of this MDR.

Manufacturer narrative:
After inspection it was found, propex pixi measuring wire short (no eur); damaged connector; bad contact in the connector; replaced 1x pp measuring wire short (no eur) a103100000100.